Event description:
It was reported that patient enrolled in the (B)(6) clinical study underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
There has been no reported revision procedure. No further information has been provided to date. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-02746 / 02748).